Manufacturer narrative:
The pump functioned properly during the functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and unexpected restart tests, and all the operating currents tests were normal. No unexpected low battery, battery out limit or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer reported that they were unable to clear the battery out limit alarm. The customer also reported that the insulin pump had small cracks on the reservoir compartment and battery compartment. The customer's blood glucose was 365 mg/dl at the time of incident. The customer stated that they were correcting the blood glucose with manual injection. The customer stated that the insulin pump might have been bumped. The customer stated that the battery out limit alarm occurred during normal use. The customer stated that the insulin pump was alarming at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.